Event description:
Drug/diluent: 0.5% marcaine. Fill volume: 400 ml. Flow rate: 5.0 ml/hr. Procedure: laparoscopically assisted vaginal hysterectomy (lavh). Cathplace: vaginal cuff. The pt underwent lavh on (B)(6) 2013. She had history of seizures but was in remission for 7 years. On (B)(6) 2013, her husband called I-flow's clinical support line and reported the pt felt dizzy, signs of her pre-seizure activities. They were advised to clamp the pump and seek help at an ER. The device was filled and infusion began on: (B)(6) 2013, infusion,and end date: (B)(6) 2013. (No time was specified). (Additional info received (B)(6) 2013). The pt reported that the ER physician told her the symptoms were related to anesthesia. The ER doctor suggested blood work to be drawn but the pt declined. The pt reported she has been doing fine. No seizure occurred. There was no report to the doctor's office regarding the pump issue.

Manufacturer narrative:
Method: the sample will not be returned. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: based on the info received, there is a possibility that the pt may have received a daily dosage of medication over 400mg. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.